Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug eluting stent was implanted in the lad. Approximately 19 months post procedure, patient suffered right parietal lobe acute cerebral infarction and acute cerebral infarction of left temporal parietal lobe and was treated with conservative hospitalisation. Patient recovered with sequelae. Investigator and sponsor assessed event is not related to device or anti platelet medication.

Manufacturer narrative:
Correction: implanted date. If information is provided in the future, a supplemental report will be issued.